Manufacturer narrative:
H.6. Investigation: customer returned one (1) used bd safe clip from lot 5206039. Consumer reported safe clip needle clipper will not clip his needles. The returned safe clip was examined, and it was observed that one of the returned samples exhibited a damaged cutter blade. This sample was unable to clip test cannula properly. The damaged cutter blade would be the cause for the device to not clip cannula properly. Since the device was returned after use, and no evidence of manufacturing defect was observed, the probable cause of the damaged cutter blade is user error when using the safe-clip device. As per IFU, the safe-clip device is not intended to be used with lancets or cannula larger than 28g. If the customer used the safe-clip device on lancets or cannula larger than 28g, the cutter blade could be damaged. According with the DHR review information in the attached file (see attached), the problem ¿no clipping¿ has no nhb assembly process relation, all samples of the safe clip disposable cutter (USA) passed functional test (sample plan c=0 and aql=1). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. As per IFU, the safe-clip device is not intended to be used with lancets or cannula larger than 28g. The likely scenario is that the customer used the safe-clip device to cut lancets or cannula larger than 28g, which would damage the cutter blade leading to the inability to cut additional cannulas. H3 other text : see h.10.

Event description:
It was reported that needle clipping device safe clip is not clipping needles. This was discovered during use. The following information was provided by the initial reporter: material no. 328235; batch no. 5206039. It was reported that safe clip is not clipping needles. Verbatim: consumer reported safe clip needle clipper will not clip his needles. Consumer was not able to locate a lot number for the product. Sample will be submitted for evaluation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that needle clipping device safe clip is not clipping needles. This was discovered during use. The following information was provided by the initial reporter: material no. 328235 batch no. Unknown. It was reported that safe clip is not clipping needles. Verbatim: consumer reported safe clip needle clipper will not clip his needles. Consumer was not able to locate a lot number for the product. Sample will be submitted for evaluation.

Manufacturer narrative:
The manufacturing location for this product is nypro, mx. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: n/a. D.4. Medical device lot #: 5206039. H.4. Device manufacture date: 2005-08-23.

Event description:
It was reported that needle clipping device safe clip is not clipping needles. This was discovered during use. The following information was provided by the initial reporter: material no. 328235 batch no. Unknown it was reported that safe clip is not clipping needles. Verbatim: consumer reported safe clip needle clipper will not clip his needles. Consumer was not able to locate a lot number for the product. Sample will be submitted for evaluation.